Manufacturer narrative:
Analysis of the pump on (B)(6) 2017 revealed high battery resistance. As per the pump¿s log, the following medications were being administered at a simple continuous dose rate as of (B)(6) 2016: clonidine with concentration 1,100.0 mcg/ml at a dose rate of 711.0 mcg/day, and hydromorphone with concentration 7,250.0 mcg/ml at a dose rate of 4,686.1 mcg/day. The previously applied results code is no longer applicable.

Event description:
Additional information was received from a healthcare provider (hcp). It was noted that the patient had not experienced any symptoms related to the premature elective replacement indicator (eri). Regarding previously reported information from the healthcare provider, it is unclear if the patient experienced symptoms regarding premature eri) as conflicting information was reported. The patient went to the operating room and their pump was replaced. The cause of the premature eri was noted as being unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The (B)(4) no longer applies. The conclusion code was updated.

Event description:
Additional information was reported by the company representative on 2016-dec-23. The pump was replaced on the day of the report and the patient was doing fine with no symptoms. On (B)(6) 2017 the healthcare professional reported that the patient had experienced increased pain as a result of the premature elective replacement indicator (eri). The troubleshooting performed was reading the pump, the ¿pump read premature¿ when earlier it was not at eri. The cause of the premature eri was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving hydromorphone at an unknown concentration and dose via an implantable pump for spinal pain. It was reported on (B)(6) 2016 that an alarm was heard and confirmed by telemetry. The alarm that was occurring was elective replacement indicator (eri). It was noted that at the last refill on (B)(6) 2016 eri was 18 months. It was indicated that the pump would be replaced the next day ((B)(6) 2016). No symptoms were reported, only the alarm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.